Event description:
It was reported that the customer had an issue with the buttons getting harder to push. Customer stated that the buttons have been hard to press since she received the pump in (B)(6). Customer stated that it sometimes takes 2-3 button presses to enter her numbers into the pump. Customer does not feel comfortable using the pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.